Event description:
Complainant alleged that during biomed testing the device's defib output was incorrect. When set at 200 joules, the device discharged at 165 joules, when set at 100 joules, the device discharged at 81 joules. Also, when the device was set to 50 joules, the device discharged at 39 joules complainant indicated that there was no patient involvement in the reported malfunction.